Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for this peritonitis event. Treatment was not reported. On an unreported date, the patient¿s pd catheter was discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.